Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general) anemia (event splitted for coding)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), adnexal torsion ("torsion"), intra-abdominal haemorrhage ("intrauterine blood collection") and uterine adhesions ("intrauterine adhesion") in a 42-year-old female patient who had essure (batch no. L2873( not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, muscle cramps, menarche (at age 11), abortion (miscarriage in 1995 and 2005.), gestational diabetes mellitus and blood pressure high. Previously administered products included for contraception: mirena from 2010 to 2012; for gestational diabetes: insulin from 2005 to 2006; for an unreported indication: dok (ducasote calciujm), hydrocortisone, lisinopril, lysenopril 10mg, metoprolol tartrate 25 mg tabs, peroxitine, salicylic acid 17% soln, colace, buspirone and ibuprofen 800 mg. Concurrent conditions included lower abdominal pain since (B)(6) 2014, ovarian cyst since (B)(6) 2014, anemia (iron pills ((B)(6) 2016-2017)) since (B)(6) 2014, endometrial ablation since (B)(6) 2014, hypertension since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, hyperglyceridemia since (B)(6) 2014, obesity (due to excess calories) since (B)(6) 2014, dysfunctional uterine bleeding ((f/u with gyn with elective surgery tbs)) since (B)(6) 2014, anemia ((resolved)) since (B)(6) 2014, menorrhagia since (B)(6) 2014, uterine polyp since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, right lower quadrant pain since (B)(6) 2014, nausea since (B)(6) 2014, vomiting since (B)(6) 2014, left lower quadrant pain since (B)(6) 2014, acute appendicitis since (B)(6) 2014, appendectomy since (B)(6) 2014, hair loss since (B)(6) 2014, numbness of upper extremities since (B)(6) 2015, dry skin since (B)(6) 2015, rash since (B)(6) 2015, benign essential hypertension since (B)(6) 2015, benign essential hypertension since (B)(6) 2015, anxiety disorder since (B)(6) 2015, depression (counseling twice per week. (2006-present)) since (B)(6) 2015, irregular periods since (B)(6) 2015, bleeding breakthrough since (B)(6) 2015, dizziness since (B)(6) 2016, blurry vision since (B)(6) 2016, headache since(B)(6) 2016, nausea since (B)(6) 2016, mastodynia since (B)(6) 2016, muscle strain since (B)(6) 2016, epicondylitis since (B)(6) 2016, hematometra since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, uterine cyst since (B)(6) 2016, leukocytes abnormal (nos) since (B)(6) 2016, abdominal pain since (B)(6) 2016, thrombectomy since (B)(6) 2016, anemia (during pregnancy) since (B)(6) 2016, uterine hematoma since (B)(6) 2016, fibroids since (B)(6) 2017, adenomyosis since (B)(6) 2017, fear since (B)(6) 2017, anxious mood since (B)(6) 2017, chronic pain, uterine dilation and curettage, vaginal pain since (B)(6) 2017, muscle tightness since (B)(6) 2017, constipation since (B)(6) 2017, appendectomy since 2014, multigravida (( (B)(6) 1996, (B)(6) 2006)) since (B)(6) 2017, parity 2 (( (B)(6) 1996, (B)(6) 2006)) since (B)(6) 2017, iron deficiency anemia (secondary to chronic blood loss) since (B)(6) 2017, weight loss since (B)(6) 2017 and appendicitis (treatment : apendectomy ((B)(6) 2014)). Family history included diabetes mellitus (diabetes mellitus history of gdm (interpreted as grandmother)) on (B)(6) 2016, heart disease, unspecified ((mgm- maternal grandmother)) on (B)(6) 2017 and hypertension ((mgm- maternal grandmother)) on (B)(6) 2017. Concomitant products included lisinopril since 2015 for blood pressure high, docusate sodium (colace) for constipation, ibuprofen for dysmenorrhea, pelvic pain and abdominal pain, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for endometrial ablation, hydrocortisone (hydrocortison [hydrocortisone]) for rash as well as ferrous sulfate (B)(6) 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). In 2013, the patient experienced back pain ("severe back pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("abnormal bleeding (general) anemia (event splitted for coding)"). On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced hypoaesthesia ("numbness in her lower extremities"), weight increased ("weight gain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). In (B)(6) 2014, the patient experienced adnexal torsion (seriousness criterion medically significant), ovarian cyst ("ovarian cyst / left ovarian follicular cyst") and uterine enlargement ("intrauterine mass"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue / tired"). In 2014, the patient experienced paraesthesia ("tingling in her lower extremities /tingling of lower extremity and both arms") and bladder disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash around nose and mouth / rash around nasal folds and right low chin dryness, red scaling"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines / headaches (event splitted for coding)"), breast pain ("mastodynia / pain: pain in breast left lateral side breast mastodynia") and pain ("pain: body ache since 3 months"). In 2016, the patient experienced the first episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)") and constipation ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding) / gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). In (B)(6) 2017, the patient experienced adnexa uteri cyst ("benign paratubal cyst in right fallopian tube"), fallopian tube cyst ("small surface cystic walthard in left fallopian tube") and the first episode of cervical cyst ("multiple nabothian cyst / multiple nabothian cyst with mild inflammation"). In (B)(6) 2017, the patient experienced vulvovaginal pain ("pain shooting pain inside vagina, on and off"). In 2017, the patient experienced the second episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), uterine adhesions (seriousness criterion medically significant), mood altered ("mood changes"), depression ("depression /psychological or psychiatric problems condition:depression"), dysgeusia ("metallic taste in her mouth / metallic taste in mouth"), flank pain ("right and left flank pain"), procedural pain ("painful post-operative recovery"), dizziness ("neurological conditions or problems type: dizziness, giddiness"), uterine haematoma ("reccurrent uterine hematoma"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), vaginal disorder ("vaginal scar"), anxiety ("anxiety") and the second episode of cervical cyst ("nabothian cyst with mild inflammation"). The patient was treated with iron, lorazepam (ativan), morphine, ibuprofen (advil), ibuprofen, surgery (on (B)(6) 2017 total hysterectomy and bilateral salpingectomy to remove the essure device), surgery (on (B)(6) 2014 endometrial ablation), surgery (on (B)(6) 2014 endometrial ablation), surgery (on (B)(6) 2014 endometrial ablation), surgery (evacuation of blood collection) and surgery (lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and nausea had resolved, the menorrhagia, back pain, headache, hypoaesthesia, paraesthesia, mood altered, fatigue, depression, weight increased, alopecia, dysgeusia, flank pain and procedural pain was resolving, the vaginal haemorrhage, adnexal torsion, intra-abdominal haemorrhage, uterine adhesions, anaemia, urinary tract infection, rash, bladder disorder, migraine, dizziness, dyspareunia, vaginal discharge, vision blurred, constipation, ovarian cyst, breast pain, uterine haematoma, adenomyosis, endometriosis, vaginal disorder, adnexa uteri cyst, fallopian tube cyst, uterine enlargement, pain, anxiety, vulvovaginal pain, the last episode of gastritis and the last episode of cervical cyst outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, adnexal torsion, alopecia, anaemia, anxiety, back pain, bladder disorder, breast pain, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, intra-abdominal haemorrhage, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pain, paraesthesia, pelvic pain, procedural pain, rash, urinary tract infection, uterine adhesions, uterine enlargement, uterine haematoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased, the first episode of cervical cyst, the first episode of gastritis, the second episode of cervical cyst and the second episode of gastritis to be related to essure. The reporter commented: patient had normal vaginal deliveries in 1996 and 2006. Depression was recovered prior to essure ((B)(6) 2014). Condoms were used as contraception in between 2008 to 2010. Reason of discontinued use- not effective. In between (B)(6) 2012 to (B)(6) 2013, unknown product used for birth control. Reason of discontinued use-no longer sexually active. Depo-provera, reason of discontinued use-received ablation. On (B)(6) 2017, unknown product used for unknown indication. It was reported that if you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes on (B)(6) 2014, hysteroscopy with dilation and curettage and endometrial ablation terminated before completion. In (B)(6) 2014, transvaginal ultrasound, shows ovarian cyst or torsion and intrauterine mass. On (B)(6) 2014,considered total laparoscopic hysterectomy or endometrial ablation. On (B)(6) 2014, CT abdomen and pelvis with contrast, findings: there are metallic devices overlying the fallopian tubes presumptively for sterilization technique. Impression: CT findings contestant with early acute appendicitis. Evidence of tubal ligation with 43 mm low-attenuation lesion within the left adnexa. On (B)(6) 2016, patient has been cutting out salt from diet. Bp continues to drop. On (B)(6) 2016, hysteroscopy and lysis of intrauterine and evacuation of intrauterine blood collection. On (B)(6) 2016, hcg, negative. On (B)(6) 2017, pre-operative physical for laparoscopic hysterectomy with bilateral salpingectomy. On (B)(6) 2017, findings: normal tubes and ovaries bilaterally. Mobile uterus, greater than 250 g. Specimen: uterine, cervix and tubes were sent to pathology. On (B)(6) 2017, patient presents 4 weeks after tlh with passing a blood clot over the weekend and still some scant spotting when she wipes. On (B)(6) 2017, 2 months status post vaginal hysterectomy for abnormal uterine bleeding and pelvic pain due to recurrent hematometrium. On (B)(6) 2017, surgical pathology report, diagnosis: left fallopian tube: small surface cystic walthard rest with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Right fallopian tube: benign paratubal cysts, small benign adenofibroma involving the fimbria with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Gross description: the right fallopian tube is 6.5 cm in length and ranges in diameter from 0.6 to 1.5 cm. The fimbria is well developed and congested brickred color. No abnormalities are identified in the fallopian tube. There is some diathermy artifact along the mesosalpinx. The left fallopian tube is 6.5 cm in length and ranges in diameter from 0.4 to 1.0 cm. The fimbria is well developed and somewhat brickred in color. There is a small clear fluid filled hydatid cyst 3.0 mm in diameter attached to the fimbria. There is a pedunculated paratubal cyst that is unilocular and clear fluid filled measuring 1.2 x 1 .0 x 1.0 cm attached by a narrow pedicle to the distal fallopian tube close to the fimbriated end. Attention is then turned to the fallopian tubes. Sections are made through the right cornual region which reveals a spiral metallic object that appears to be entering into the proximal portion of the fallopian tube. The device has a spiral configuration, with a small metallic tab at the proximal end. The structure is approximately 2.0 mm in diameter; the structure is very firmly embedded within the cornu surrounded by apparent fibrous tissue. An attempt is made to (as directed) unscrew the structure which was only partly successful. The proximal 6.0 mm of the structure did broken off. Further dissection shows that the coiled structure extends an additional 2.0 cm into the proximal fallopian tube. It is firmly embedded within the apparent lumen. It was decided not to try and further dissect any additional fallopian tube for fear of destroying the structure in question. Serial sections of the fallopian tube distal to this object shows no additional abnormalities. Attention is then turned to the left fallopian tube. A similar device is noted extending from the cornu into the proximal fallopian tube. In the initial dissection part of the structure in the cornu had been inadvertently transected. The majority is intact and as on the right, the structure is very firmly embedded and cannot be removed without damage. It is approximately 3.1 cm in length, and 0.2 cm in diameter. The remainder of the fallopian tube on sectioning appears unremarkable except for the two small cysts noted previously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Events: nabothian cyst, intra-abdominal hemorrhage and uterine adhesion were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain"), genital haemorrhage ("abnormal bleeding (general) anemia (event splitted for coding)"), menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and adnexal torsion ("torsion") in a 42-year-old female patient who had essure (batch no: l2873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, muscle cramps, menarche (at age 11), abortion (miscarriage in 1995 and 2005.), gestational diabetes mellitus and blood pressure high. Previously administered products included for contraception: mirena from 2010 to 2012; for gestational diabetes: insulin from 2005 to 2006; for an unreported indication: dok (ducasote calciujm), hydrocortisone, lisinopril, lysenopril 10mg, metoprolol tartrate 25 mg tabs, peroxitine, salicylic acid 17% soln, colace, buspirone and ibuprofen 800 mg. Concurrent conditions included lower abdominal pain since on (B)(6) 2014, ovarian cyst since on (B)(6) 2014, anemia (iron pills (on (B)(6) 2016-2017)) since on (B)(6) 2014, endometrial ablation since on (B)(6) 2014, hypertension since on (B)(6) 2014, dysmenorrhea since on (B)(6) 2014, hyperglyceridemia since on (B)(6) 2014, obesity (due to excess calories) since on (B)(6) 2014, dysfunctional uterine bleeding (f/u with gyn with elective surgery tbs) since on (B)(6) 2014, anemia ((resolved)) since on (B)(6) 2014, menorrhagia since on (B)(6) 2014, uterine polyp since on (B)(6) 2014, hyperlipidemia since on (B)(6) 2014, right lower quadrant pain since on (B)(6) 2014, nausea since on (B)(6) 2014, vomiting since on (B)(6) 2014, left lower quadrant pain since on (B)(6) 2014, acute appendicitis since on (B)(6) 2014, appendectomy since on (B)(6) 2014, hair loss since on (B)(6) 2014, numbness of upper extremities since on (B)(6) 2015, dry skin since on (B)(6) 2015, rash since on (B)(6) 2015, benign essential hypertension since on (B)(6) 2015, benign essential hypertension since on (B)(6) 2015, anxiety disorder since on (B)(6) 2015, depression (counseling twice per week. (2006-present) since on (B)(6) 2015, irregular periods since on (B)(6) 2015, bleeding breakthrough since on (B)(6) 2015, dizziness since on (B)(6) 2016, blurry vision since on (B)(6) 2016, headache since on (B)(6) 2016, nausea since on (B)(6) 2016, mastodynia since on (B)(6) 2016, muscle strain since on (B)(6) 2016, epicondylitis since on (B)(6) 2016, hematometra since on (B)(6) 2016, intrauterine synechiae since on (B)(6) 2016, vaginal bleeding since on (B)(6) 2016, uterine cyst since on (B)(6) 2016, leukocytes abnormal (nos) since on (B)(6) 2016, abdominal pain since on (B)(6) 2016, thrombectomy since on (B)(6) 2016, anemia (during pregnancy) since on (B)(6) 2016, uterine hematoma since on (B)(6) 2016, fibroids since on (B)(6) 2017, adenomyosis since on (B)(6) 2017, fear since on (B)(6) 2017, anxious mood since on (B)(6) 2017, chronic pain, uterine dilation and curettage, vaginal pain since on (B)(6) 2017, muscle tightness since on (B)(6) 2017, constipation since on (B)(6) 2017, appendectomy since 2014, multigravida (on (B)(6) 1996, on (B)(6) 2006) since on (B)(6) 2017, parity 2 (on (B)(6) 1996, on (B)(6) 2006) since on (B)(6) 2017, iron deficiency anemia (secondary to chronic blood loss) since on (B)(6) 2017, weight loss since on (B)(6) 2017 and appendicitis (treatment : apendectomy (on (B)(6) 2014)). Family history included diabetes mellitus (diabetes mellitus history of gdm (interpreted as grandmother) on (B)(6) 2016, heart disease, unspecified (mgm- maternal grandmother) on (B)(6) 2017 and hypertension (mgm- maternal grandmother) on (B)(6) 2017. Concomitant products included lisinopril since 2015 for blood pressure high, docusate sodium (colace) for constipation, ibuprofen for dysmenorrhea, pelvic pain and abdominal pain, medroxyprogesterone acetate (depo-provera) from on (B)(6) 2014 for endometrial ablation, hydrocortisone (hydrocortison [hydrocortisone]) for rash as well as ferrous sulfate on (B)(6) 2014 to 2017. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("abnormal bleeding (general) anemia (event splitted for coding)"). On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced hypoaesthesia ("numbness in her lower extremities"), weight increased ("weight gain") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"). On (B)(6) 2014, the patient experienced adnexal torsion (seriousness criterion medically significant), ovarian cyst ("ovarian cyst / left ovarian follicular cyst") and uterine enlargement ("intrauterine mass"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue / tired"). In 2014, the patient experienced paraesthesia ("tingling in her lower extremities /tingling of lower extremity and both arms") and bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rash around nose and mouth / rash around nasal folds and right low chin dryness, red scaling"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced headache ("headaches"), migraine ("migraines / headaches (event splitted for coding)"), breast pain ("mastodynia / pain: pain in breast left lateral side breast mastodynia") and pain ("pain: body ache since 3 months"). In 2016, the patient experienced the first episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)") and constipation ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding) / gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("benign paratubal cyst in right fallopian tube"), fallopian tube cyst ("small surface cystic walthard in left fallopian tube") and cervical cyst ("multiple nabothian cyst / multiple nabothian cyst with mild inflammation"). On (B)(6) 2017, the patient experienced vulvovaginal pain ("pain shooting pain inside vagina, on and off"). In 2017, the patient experienced the second episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). On an unknown date, the patient experienced mood altered ("mood changes"), depression ("depression /psychological or psychiatric problems condition:depression"), dysgeusia ("metallic taste in her mouth / metallic taste in mouth"), flank pain ("right and left flank pain"), procedural pain ("painful post-operative recovery"), dizziness ("neurological conditions or problems type: dizziness, giddiness"), uterine haematoma ("reccurrent uterine hematoma"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), vaginal disorder ("vaginal scar") and anxiety ("anxiety"). The patient was treated with iron, lorazepam (ativan), morphine, ibuprofen (advil), ibuprofen, surgery (on (B)(6) 2017 total hysterectomy and bilateral salpingectomy to remove the essure device),essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and nausea had resolved, the menorrhagia, back pain, headache, hypoaesthesia, paraesthesia, mood altered, fatigue, depression, weight increased, alopecia, dysgeusia, flank pain and procedural pain was resolving, the vaginal haemorrhage, adnexal torsion, anaemia, urinary tract infection, rash, bladder disorder, migraine, dizziness, dyspareunia, vaginal discharge, vision blurred, constipation, ovarian cyst, breast pain, uterine haematoma, adenomyosis, endometriosis, vaginal disorder, adnexa uteri cyst, fallopian tube cyst, cervical cyst, uterine enlargement, pain, anxiety, vulvovaginal pain and the last episode of gastritis outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, adnexal torsion, alopecia, anaemia, anxiety, back pain, bladder disorder, breast pain, cervical cyst, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pain, paraesthesia, pelvic pain, procedural pain, rash, urinary tract infection, uterine enlargement, uterine haematoma, vaginal discharge, vaginal disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased, the first episode of gastritis and the second episode of gastritis to be related to essure. The reporter commented: patient had normal vaginal deliveries in 1996 and 2006. Depression was recovered prior to essure (on (B)(6) 2014). Condoms were used as contraception in between 2008 to 2010. Reason of discontinued use- not effective. In between on (B)(6) 2012 to on (B)(6) 2013, unknown product used for birth control. Reason of discontinued use-no longer sexually active. Depo-provera, reason of discontinued use-received ablation. On (B)(6) 2017, unknown product used for unknown indication. It was reported that if you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: confirming full occlusion of fallopian tubes on (B)(6) 2014, hysteroscopy with dilation and curettage and endometrial ablation terminated before completion. On (B)(6) 2014, transvaginal ultrasound, shows ovarian cyst or torsion and intrauterine mass. On (B)(6) 2014,considered total laparoscopic hysterectomy or endometrial ablation. On (B)(6) 2014, CT abdomen and pelvis with contrast, findings: there are metallic devices overlying the fallopian tubes presumptively for sterilization technique. Impression: CT findings contestant with early acute appendicitis. Evidence of tubal ligation with 43 mm low-attenuation lesion within the left adnexa. On (B)(6) 2016, patient has been cutting out salt from diet. Bp continues to drop. On (B)(6) 2016, hysteroscopy and lysis of intrauterine and evacuation of intrauterine blood collection. On (B)(6) 2016, hcg, negative. On (B)(6) 2017, pre-operative physical for laparoscopic hysterectomy with bilateral salpingectomy. On (B)(6) 2017, findings: normal tubes and ovaries bilaterally. Mobile uterus, greater than 250 g. Specimen: uterine, cervix and tubes were sent to pathology. On (B)(6) 2017, patient presents 4 weeks after tlh with passing a blood clot over the weekend and still some scant spotting when she wipes. On (B)(6) 2017, 2 months status post vaginal hysterectomy for abnormal uterine bleeding and pelvic pain due to recurrent hematometrium. On (B)(6) 2017, surgical pathology report, diagnosis: left fallopian tube: small surface cystic walthard rest with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Right fallopian tube: benign paratubal cysts, small benign adenofibroma involving the fimbria with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Gross description: the right fallopian tube is 6.5 cm in length and ranges in diameter from 0.6 to 1.5 cm. The fimbria is well developed and congested brickred color. No abnormalities are identified in the fallopian tube. There is some diathermy artifact along the mesosalpinx. The left fallopian tube is 6.5 cm in length and ranges in diameter from 0.4 to 1.0 cm. The fimbria is well developed and somewhat brickred in color. There is a small clear fluid filled hydatid cyst 3.0 mm in diameter attached to the fimbria. There is a pedunculated paratubal cyst that is unilocular and clear fluid filled measuring 1.2 x 1 .0 x 1.0 cm attached by a narrow pedicle to the distal fallopian tube close to the fimbriated end. Attention is then turned to the fallopian tubes. Sections are made through the right cornual region which reveals a spiral metallic object that appears to be entering into the proximal portion of the fallopian tube. The device has a spiral configuration, with a small metallic tab at the proximal end. The structure is approximately 2.0 mm in diameter; the structure is very firmly embedded within the cornu surrounded by apparent fibrous tissue. An attempt is made to (as directed) unscrew the structure which was only partly successful. The proximal 6.0 mm of the structure did broken off. Further dissection shows that the coiled structure extends an additional 2.0 cm into the proximal fallopian tube. It is firmly embedded within the apparent lumen. It was decided not to try and further dissect any additional fallopian tube for fear of destroying the structure in question. Serial sections of the fallopian tube distal to this object shows no additional abnormalities. Attention is then turned to the left fallopian tube. A similar device is noted extending from the cornu into the proximal fallopian tube. In the initial dissection part of the structure in the cornu had been inadvertently transected. The majority is intact and as on the right, the structure is very firmly embedded and cannot be removed without damage. It is approximately 3.1 cm in length, and 0.2 cm in diameter. The remainder of the fallopian tube on sectioning appears unremarkable except for the two small cysts noted previously. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain /pain") and genital haemorrhage ("abnormal bleeding (general) anemia (event splitted for coding)") in a 42-year-old female patient who had essure (batch no. L2873) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods, muscle cramps, menarche (at age 11), abortion (miscarriage in 1995 and 2005.), gestational diabetes mellitus and blood pressure high. Previously administered products included for contraception: mirena from 2010 to 2012; for gestational diabetes: insulin from 2005 to 2006; for an unreported indication: dok (ducasote calciujm), salicylic acid 17% soln, ibuprofen 800 mg, lisinopril, lysenopril 10mg, metoprolol tartrate 25 mg tabs, peroxitine, colace, buspirone and hydrocortisone. Concurrent conditions included lower abdominal pain since (B)(6) 2014, ovarian cyst since (B)(6) 2014, anemia (iron pills (dec2016-2017)) since (B)(6) 2014, endometrial ablation since (B)(6) 2014, hypertension since (B)(6) 2014, dysmenorrhea since (B)(6) 2014, hyperglyceridemia since (B)(6) 2014, obesity (due to excess calories) since(B)(6) 2014, dysfunctional uterine bleeding ((f/u with gyn with elective surgery tbs)) since (B)(6) 2014, anemia ((resolved)) since (B)(6) 2014, menorrhagia since (B)(6) 2014, uterine polyp since (B)(6) 2014, hyperlipidemia since (B)(6) 2014, right lower quadrant pain since (B)(6) 2014, nausea since (B)(6) 2014, vomiting since (B)(6) 2014, left lower quadrant pain since (B)(6) 2014, acute appendicitis since (B)(6) 2014, appendectomy since (B)(6) 2014, hair loss since (B)(6) 2014, numbness of upper extremities since (B)(6) 2015, dry skin since (B)(6) 2015, rash since (B)(6) 2015, benign essential hypertension since (B)(6) 2015, benign essential hypertension since (B)(6) 2015, anxiety disorder since (B)(6) 2015, depression (counseling twice per week. (2006-present)) since (B)(6) 2015, irregular periods since (B)(6) 2015, bleeding breakthrough since (B)(6) 2015, dizziness since (B)(6) 2016, blurry vision since (B)(6) 2016, headache since (B)(6) 2016, nausea since (B)(6) 2016, mastodynia since (B)(6) 2016, muscle strain since (B)(6) 2016, epicondylitis since (B)(6) 2016, hematometra since (B)(6) 2016, intrauterine synechiae since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, uterine cyst since (B)(6) 2016, leukocytes abnormal (nos) since (B)(6) 2016, abdominal pain since (B)(6) 2016, thrombectomy since (B)(6) 2016, anemia (during pregnancy) since (B)(6) 2016, uterine hematoma since (B)(6) 2016, fibroids since (B)(6) 2017, adenomyosis since (B)(6) 2017, fear since (B)(6) 2017, anxious mood since (B)(6) 2017, chronic pain, uterine dilation and curettage, vaginal pain since (B)(6) 2017, muscle tightness since (B)(6) 2017, constipation since (B)(6) 2017, appendectomy since 2014, multigravida ((B)(6) 1996, (B)(6) 2006)) since (B)(6) 2017, parity 2 (( (B)(6) 1996, (B)(6) 2006)) since (B)(6) 2017, iron deficiency anemia (secondary to chronic blood loss) since (B)(6) 2017, weight loss since (B)(6) 2017 and appendicitis (treatment : apendectomy (10aug2014)). Family history included diabetes mellitus (diabetes mellitus history of gdm (interpreted as grandmother)) on (B)(6) 2016, heart disease, unspecified ((mgm- maternal grandmother)) on (B)(6) 2017 and hypertension ((mgm- maternal grandmother)) on (B)(6) 2017. Concomitant products included lisinopril since 2015 for blood pressure high and medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for endometrial ablation. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced abdominal pain ("severe abdominal pain"). In june 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("abnormal bleeding (general) anemia (event splitted for coding)"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2013, 6 months 1 day after insertion of essure, the patient experienced alopecia ("hair loss"). In may 2014, the patient experienced the first episode of ovarian cyst ("ovarian cyst"), adnexal torsion ("torsion") and uterine enlargement ("intrauterine mass"). On (B)(6) 2014, the patient experienced menorrhagia ("menorrhagia / abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). On (B)(6) 2014, the patient experienced fatigue ("fatigue / tired"). In 2014, the patient experienced hypoaesthesia ("numbness in her lower extremities"), paraesthesia ("tingling in her lower extremities /tingling of lower extremity and both arms"), weight increased ("weight gain") and bladder disorder ("bladder or urinary problems or changes"). In august 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2015, the patient experienced rash ("rashes or skin conditions type: rash around nose and mouth / rash around nasal folds and right low chin dryness, red scaling"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In december 2015, the patient experienced the second episode of ovarian cyst ("left ovarian follicular cyst"). In may 2016, the patient experienced headache ("headaches"), migraine ("migraines / headaches (event splitted for coding)"), breast pain ("mastodynia / pain: pain in breast left lateral side breast mastodynia") and pain ("pain: body ache since 3 months"). In 2016, the patient experienced vision blurred ("vision/eye problems type: blurry vision"), the first episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)") and the first episode of constipation ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). In november 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In april 2017, the patient experienced vulvovaginal pain ("pain shooting pain inside vagina, on and off"). In 2017, the patient experienced the second episode of constipation ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)") and the second episode of gastritis ("gastrointestinal or digestive system condition type: gastritis, constipation (event splitted for coding)"). On an unknown date, the patient experienced mood altered ("mood changes"), depression ("depression /psychological or psychiatric problems condition:depression"), dysgeusia ("metallic taste in her mouth / metallic taste in mouth"), flank pain ("right and left flank pain"), procedural pain ("painful post-operative recovery"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness, giddiness"), uterine haematoma ("reccurrent uterine hematoma"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), scar ("vaginal scar"), adnexa uteri cyst ("benign paratubal cyst in right fallopian tube"), fallopian tube cyst ("small surface cystic walthard in left fallopian tube"), cervical cyst ("multiple nabothian cyst / multiple nabothian cyst with mild inflammation") and anxiety ("anxiety"). The patient was treated with iron, lorazepam (ativan), morphine, docusate sodium (colace), ibuprofen (advil), hydrocortisone (hydrocortison [hydrocortisone]), ibuprofen, surgery (on (B)(6) 2017 total hysterectomy and bilateral salpingectomy to remove the essure device) and surgery (on jun 2014 endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and nausea had resolved, the menorrhagia, back pain, headache, hypoaesthesia, paraesthesia, mood altered, fatigue, depression, weight increased, alopecia, dysgeusia, flank pain and procedural pain was resolving, the abdominal pain had not resolved and the anaemia, vaginal haemorrhage, urinary tract infection, rash, bladder disorder, migraine, dizziness, dyspareunia, vaginal discharge, vision blurred, adnexal torsion, breast pain, uterine haematoma, adenomyosis, endometriosis, scar, adnexa uteri cyst, fallopian tube cyst, cervical cyst, uterine enlargement, pain, anxiety, vulvovaginal pain, the last episode of ovarian cyst, the last episode of constipation and the last episode of gastritis outcome was unknown. The reporter considered abdominal pain, adenomyosis, adnexa uteri cyst, adnexal torsion, alopecia, anaemia, anxiety, back pain, bladder disorder, breast pain, cervical cyst, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, flank pain, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood altered, nausea, pain, paraesthesia, pelvic pain, procedural pain, rash, scar, urinary tract infection, uterine enlargement, uterine haematoma, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight increased, the first episode of constipation, the first episode of gastritis, the first episode of ovarian cyst, the second episode of constipation, the second episode of gastritis and the second episode of ovarian cyst to be related to essure. The reporter commented: patient had normal vaginal deliveries in 1996 and 2006. Depression was recovered prior to essure (aug-2014). Condoms were used as contraception in between 2008 to 2010. Reason of discontinued use- not effective. In between apr2012 to (B)(6) 2013, unknown product used for birth control. Reason of discontinued use-no longer sexually active. Depo-provera, reason of discontinued use-received ablation. On (B)(6) 2017, unknown product used for unknown indication. It was reported that if you had your essure removed, did you retain the essure device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in june 2013: confirming full occlusion of fallopian tubes on (B)(6) 2014, hysteroscopy with dilation and curettage and endometrial ablation terminated before completion. In jun-2014, transvaginal ultrasound, shows ovarian cyst or torsion and intrauterine mass. On (B)(6) 2014,considered total laparoscopic hysterectomy or endometrial ablation. On (B)(6) 2014, CT abdomen and pelvis with contrast, findings: there are metallic devices overlying the fallopian tubes presumptively for sterilization technique. Impression: CT findings contestant with early acute appendicitis. Evidence of tubal ligation with 43 mm low-attenuation lesion within the left adnexa. On (B)(6) 2016, patient has been cutting out salt from diet. Bp continues to drop. On (B)(6) 2016, hysteroscopy and lysis of intrauterine and evacuation of intrauterine blood collection. On (B)(6) 2016, hcg, negative. On (B)(6) 2017, pre-operative physical for laparoscopic hysterectomy with bilateral salpingectomy. On (B)(6) 2017, findings: normal tubes and ovaries bilaterally. Mobile uterus, greater than 250 g. Specimen: uterine, cervix and tubes were sent to pathology. On (B)(6) 2017, patient presents 4 weeks after tlh with passing a blood clot over the weekend and still some scant spotting when she wipes. On (B)(6) 2017, 2 months status post vaginal hysterectomy for abnormal uterine bleeding and pelvic pain due to recurrent hematometrium. On (B)(6) 2017, surgical pathology report, diagnosis: left fallopian tube: small surface cystic walthard rest with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Right fallopian tube: benign paratubal cysts, small benign adenofibroma involving the fimbria with no significant histopathologic changes. (Essure device present in proximal fallopian tube and cornu). Gross description: the right fallopian tube is 6.5 cm in length and ranges in diameter from 0.6 to 1.5 cm. The fimbria is well developed and congested brickred color. No abnormalities are identified in the fallopian tube. There is some diathermy artifact along the mesosalpinx. The left fallopian tube is 6.5 cm in length and ranges in diameter from 0.4 to 1.0 cm. The fimbria is well developed and somewhat brickred in color. There is a small clear fluid filled hydatid cyst 3.0 mm in diameter attached to the fimbria. There is a pedunculated paratubal cyst that is unilocular and clear fluid filled measuring 1.2 x 1 .0 x 1.0 cm attached by a narrow pedicle to the distal fallopian tube close to the fimbriated end. Attention is then turned to the fallopian tubes. Sections are made through the right cornual region which reveals a spiral metallic object that appears to be entering into the proximal portion of the fallopian tube. The device has a spiral configuration, with a small metallic tab at the proximal end. The structure is approximately 2.0 mm in diameter; the structure is very firmly embedded within the cornu surrounded by apparent fibrous tissue. An attempt is made to (as directed) unscrew the structure which was only partly successful. The proximal 6.0 mm of the structure did broken off. Further dissection shows that the coiled structure extends an additional 2.0 cm into the proximal fallopian tube. It is firmly embedded within the apparent lumen. It was decided not to try and further dissect any additional fallopian tube for fear of destroying the structure in question. Serial sections of the fallopian tube distal to this object shows no additional abnormalities. Attention is then turned to the left fallopian tube. A similar device is noted extending from the cornu into the proximal fallopian tube. In the initial dissection part of the structure in the cornu had been inadvertently transected. The majority is intact and as on the right, the structure is very firmly embedded and cannot be removed without damage. It is approximately 3.1 cm in length, and 0.2 cm in diameter. The remainder of the fallopian tube on sectioning appears unremarkable except for the two small cysts noted previously. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient¿s detail, historical condition, historical drug, family history, concomitant disease, concomitant drugs, treatment drug, lab data and unstructured relevant tests were added. Ablation as treatment for genital bleeding. On (B)(6) 2018: pfs received. Reporters were added. Patient details, historical drug, historical condition, concomitant disease, concomitant drug and unstructured relevant tests were added. Vaginal bleeding, urinary tract infection , dry rash face , bladder disorder, bladder disorder, migraine, nausea , giddiness , dyspareunia, vaginal discharge, blurry vision, (2 episode) gastritis, (2 episode)constipation, (2 episode) ovarian cyst, torsion of ovary , mastodynia , uterine hematoma, adenomyosis , endometriosis, scar, paratubal cyst, fallopian tube cyst , nabothian cyst, uterine enlargement, general body pain, anxiety, vaginal pain were added as events. Treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), back pain ("severe back pain"), headache ("headaches"), hypoaesthesia ("numbness in her lower extremities"), paraesthesia ("tingling in her lower extremities"), mood altered ("mood changes"), fatigue ("fatigue"), depression ("depression"), weight increased ("weight gain"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), abdominal pain ("severe abdominal pain"), flank pain ("right and left flank pain"), dysmenorrhoea ("dysmenorrhea") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, headache, hypoaesthesia, paraesthesia, mood altered, fatigue, depression, weight increased, alopecia, dysgeusia, abdominal pain, flank pain, dysmenorrhoea and procedural pain was resolving. The reporter considered abdominal pain, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, fatigue, flank pain, headache, hypoaesthesia, menorrhagia, mood altered, paraesthesia, pelvic pain, procedural pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.